Event description:
The event involved an ext set w/chemolock¿, chemolock port¿ where the customer reported that it was observed by the paramedical team that when the device was in use, that the large volume bags (300ml infliximab) did not completely empty (with 10 to 20ml not being infused) and that the air is being drawn back up through the filter. However, during the rinse with 0.9% nacl, the entire solution passed though. The customer stated that they suspected a problem with filter saturation; there was a loss of treatment and risk of gas embolism. The customer further stated that the devices are stored in the department's storage room and in the treatment room; there was nothing clogging the tubing, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident. No hole, cut, tear or any other defects were found with the device. Mating devices used during the event were: nacl bag 0.9% , chemolock¿ bag spike list number 011-cl-10 ICU medical, spike adapter chemolock¿ list number 011-cl3435 ICU medical, volumat line tubing standard reference m (B)(4) laboratory fresenius kabi. The customer also stated that the patient was reported to be stable, the incident occurred after one hour, at the end of the treatment. There was no delay in therapy; the tubing was not changed due to little treatment left, there were no clinical consequences for the patient apart for a few ml of treatment not provided. No one was harmed, additional medical intervention was not required, there was no blood loss, the air bubbles back flowed into the chemotherapy bag and did not go towards the patient because the pump has a detector for air bubbles.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Received one device was for evaluation on 4/10/2025; no defects or anomalies noted. The set was primed with no issues in flow. Each set was leak tested. There was no leakage. The reported complaint could not be replicated or confirmed. Lot history review was conducted, and no relevant nonconformities were found that would have led to the reported complaint.